Manufacturer narrative:
Concomitant medical product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving prialt via an implantable infusion pump. The indications for use were noted as non-malignant pain and complex reg pain syndrome type I. It was reported that in (B)(6) 2012, the patient was covered in a "mucus-like, stinky, pink fluid," had (B)(6), turned bright red like a rare steak, had an allergic reaction, was diaphoretic when the pain came, had the sweats, and breakthrough pain during the use of prialt. He was offered an epidural by the hcp but declined. The pump initially delivered prialt and was then switched to dilaudid and bupivacaine. The patient also used fentanyl 1600 mcg lollipops. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.